Manufacturer narrative:
The device was returned for analysis. The reported unsealed device packaging was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the manufacturing seal not present on the bottom portion of the pouch appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the 6.0x60mm absolute pro pouch was removed from the chipboard box and device fell on the floor, rendering it unsterile. It was noted that the bottom edge of the sterile pouch was not sealed well. Another same size absolute pro was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure reported.